Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was damaged. Reservoir was fixed. Insulin pump already had black o ring. It was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.